Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. No lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. A previous investigation is applicable to this complaint. The complaint/incidence data-post market analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints by the end user is a result of skin complications caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required. Product monitoring reviews will monitor for product trends if this issue were to reoccur. Should additional information become available a follow-up report will be submitted. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on: march 9, 2016. (B)(4).

Event description:
An end user reported that the wafer cut into the stoma, causing it to bleed after a wear time of four (4) days; the bleeding has since resolved.